Event description:
During routine follow up, the programmer crashed when a threshold test was performed. Reportedly, an upgrade of the programmer version from smartview 2.06 to 2.08 was performed a few days before the event occurred.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the programmer files were reviewed. The event was also observed on a reply pacemaker and was reported under MDR# 100165971-2010-00530. (B)(4).